Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. The material and device history records were also reviewed based on the lot number provided and revealed no abnormalities. Due to no physical device available for evaluation, the reported incident cannot be appropriately validated and the root cause cannot be determined. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.

Manufacturer narrative:
This is one of three related mdrs. Please refer to MDR 9610905-2015-00058 & MDR 9610905-2015-00059.

Event description:
Three (3) months following implantation, the patient was taken back to the operating room due to inflammation and tissue breakdown around the surgical site. Upon re-opening, the doctor discovered the pins were not fixated and they were removed from the patient. No new pins were implanted due to the bone being successfully healed.